Event description:
The physician was attempting to treat a moderately calcified lesion in the renal artery using paramount mini stent. It was reported that the stent deformed in vivo during positioning or deployment and the stent dislodgement also occurred during delivery to or at the lesion. The lesion was not pre-dilated. There was no resistance while advancing the device and no force was used advancing the device either. The vessel was 6 mm diameter. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.